Manufacturer narrative:
The advocate ended the call before the meter info could be obtained. It's not possible to determine the MFR date or 510k number without the meter product code and serial number.

Event description:
The customer called for help with her contour meter. She mentioned her normal blood glucose range was 120-150 mg/dl and alleged she received some readings that were higher than usual. She also alleged that she went to the ER after receiving a reading of 330 mg/dl. No other info was provided about the hospital visit. The advocate then took the call. She stated that control tests performed prior to the call were within range. Customer service attempted to get more info from the advocate, but she ended the call. Attempts were made to call the customer back, but customer service was unable to speak with the customer or advocate. No product will be returned.